Manufacturer narrative:
Further information was requested but not received. An adverse event was reported without an identified device or use problem. The device was returned. Interrogation results indicated an elective replacement indicator (eri). Longevity assessment and visual screening were performed, with no anomalies observed. The device image download was successful.

Event description:
It was reported that the patient had experienced dyspnea on exertion. The pacemaker was explanted and replaced.

Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report 2017865-2025-99762, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.